Event description:
The customer reported that the device did not cut. Upon receipt of the device at covidien, visual inspection found that a piece of the knife blade was missing.

Manufacturer narrative:
Date of initial report: 11/06/2009. One ls1500 was returned for eval. The knife was examined under magnification and it was found to be broken. Approximately 5mm of the blade was missing. It takes a great amount of force to break the blade. It appears that the user hit a hard, metal object to damage the blade in this manner. The IFU for this device contains a warning to not deploy the cutter on clips, staples, and other metal objects to prevent damage to the cutter blade. The site was contacted in an effort to gain further info on the incident. They were unable to provide further details because they did not have the ability to trace this device back to any specific surgery.